Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the generator's case was cracked, both the upper and lower cases were found to be broken. Analysis also found that the battery release was contaminated, one side bail cover and the lead flex cover were broken, the battery contacts were compressed, one side bail was missing and the encoder flex was damaged (the flex was crimped). All defective parts were replaced. (B)(4).

Event description:
It was reported that the external pulse generator's case was cracked near the seam. The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis.